Manufacturer narrative:
The device history records are being reviewed. The event is currenty under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent was implanted on (B)(6) 2012 in the mid 1/3 of the sfa for treatment of an occlusion. Reportedly, there was no difficulty during use of the device. As reported, some time post stent implantation (date unknown), a stent fracture was discovered. No additional intervention was performed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the initial stent placement with pre- and post-dilation as well as images showing the 12 months and 24 months follow-up investigation were provided for evaluation. A fractured stent strut could not be identified on the images. Therefore, the reported event could not be confirmed. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. A stent elongation during deployment, an inadvertent movement of the hand or incorrect holding of the delivery system during stent release as well as an insufficient pre- or post-dilation may lead to an irregular stent placement and subsequent stent fracture. Highly calcified vessels, the patient's condition or the vessel anatomy also may contribute to an irregular stent placement and subsequent stent fracture. In this case, no difficulties during stent release were experienced and pre- and post-dilation of the lesion was performed. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard technique and that post stent expansion with a pta catheter is recommended. Also the IFU mentions stent fracture as a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established."

Event description:
It was reported that the vascular stent was implanted on (b))(6) 2012 in the mid 1/3 of the sfa. For treatment of an occlusion. Reportedly, there was no difficulty during use of the device. As reported, some time post stent implantation (date unknown), a stent fracture was discovered. No additional intervention was performed. There was no reported patient injury.